Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 51 mg/dl or above. Low bg causes were not known. Customer drank juice and consumed meals to address bg. During troubleshooting with tandem technical support, a system check was performed and the pump was performing as intended; customer understood and acknowledged this information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.